Event description:
The account reported the patient left foot side rail would not latch. The bed was located at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The technician found that the side rail dampener and spring guide were missing from the side rail latch. The cause of the missing parts is unknown but most likely cause would be normal wear and tear. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the left foot side rail dampener and spring guide to resolve the issue. Based on this information, no further action is required.